Event description:
It was reported that the patient experienced an infusion site infection with redness, hardness, and a couple of drops of blood at the cannula site. The patient visited urgent care and the emergency room and was treated with antibiotics.

Manufacturer narrative:
Based on the available information, this event is deemed to be a Serious Injury.Request was performed for additional information including lot number and serial number; however, lot number and serial number was not provided.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 8021545.